Event description:
Customer reported the ac plug was coming apart. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reasembled the ac plug connections. System operates as intended.